Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery, serial number: (B)(4) / model #: 1650de / expiration date: 2017-08-31, UDI #: (B)(4), device evaluation anticipated, but not yet begun, mfg date: 2016-08-31, (B)(4), heartware ventricular assist system ¿ battery, serial number: (B)(4) / model #: 1650de / expiration date: 2017-03-31, UDI #: (B)(4), device evaluation anticipated, but not yet begun, mfg date: 2016-03-31, (B)(4), heartware ventricular assist system ¿ battery, serial number: (B)(4) / model #: 1650de / expiration date: 2017-04-30, UDI #: (B)(4), device evaluation anticipated, but not yet begun, mfg date: 2016-04-30, (B)(4), heartware ventricular assist system ¿ battery, serial number: (B)(4) / model #: 1650de / expiration date: 2016-12-31, UDI #: (B)(4), device evaluation anticipated, but not yet begun, mfg date: 2015-12-31, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was power switching with the controller and four batteries. The battery capacity was greater than or equal to 25 percent. The controller and batteries will be exchanged. No patient complications have been reported as a result of this event.

Event description:
The controller and batteries were exchanged.

Manufacturer narrative:
Product event summary: the controller (con305363) and four batteries (bat221934, bat215652, bat217735, bat212124) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of con305363, bat215652, bat217735, and bat212124 revealed that the devices passed visual examination and functional testing. Failure analysis of bat221934 revealed that the device passed visual examination; functional testing revealed that the battery flashed red on the battery charger due to a high max error. This is an additional observation not related to the reported event. The max error is an indicator of how well the battery¿s relative state of charge (rsoc) is calibrated. A tendency to exchange batteries before reaching 25% relative state of charge (rsoc) may contribute to an out-of-calibration condition, which will cause the battery to flash red when connected to a battery charger. The battery is still able to charge and provide power to a controller. The most likely root cause of the high max error event can be attributed to a battery that is out of calibration. Log file analysis revealed that the controller, con305363, contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Log file analysis did not reveal any premature power switching events ne ar the reported event date. As a result, the reported power switching event was not confirmed. Additional products: battery / bat221934 , return date: 2018-05-17 FDA method code(s): 10, 4112 FDA results code(s): 114 FDA conclusion code(s): 19 battery / bat215652 yes, return date: 2018-05-17 FDA method code(s): 10, 4112 FDA results code(s): 213 FDA conclusion code(s): 67 battery / bat217735 return date: 2018-05-17 FDA method code(s): 10, 4112 FDA results code(s): 213 FDA conclusion code(s): 67 battery / bat212124 return date: 2018-05-17 FDA method code(s): 10, 4112 FDA results code(s): 213 FDA conclusion code(s): 67 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.